Event description:
The customer reports that the balloon kept on deflating and required regular manipulations to inflate it again. Covidien is in the process of obtaining further info surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Referencing related medwatch reports: 22936999-2014-00377, 2936999-2014-00379.